Event description:
During routine preventative maintenance testing by stryker, it was observed the device did not delivery energy and the audio prompts had low volume. In this state the device may not be able to deliver defibrillation therapy if it was needed. Additionally, without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was opened and it was found that the h-bridge fets, q72 & q74 were blown due to electrical overstress and this was the cause of the reported issues. The customer received a replacement device and this device was archived by stryker.